Event description:
A customer reported an application issue when trying to use with the adc device. The customer reported that when trying to scan sensor, the application would crash and close. Due to this issue, the customer became hypoglycemic and experienced seizure. However, the customer reported being able to self-treat with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to scan a sensor successfully using a similar configuration. Did not observe that the app would close when performing scan. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an application issue when trying to use with the adc device. The customer reported that when trying to scan sensor, the application would crash and close. Due to this issue, the customer became hypoglycemic and experienced seizure. However, the customer reported being able to self-treat with sugar. There was no report of death or permanent injury associated with this event.